Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline. A field service engineer (fse) powered down and restarted the device, but the application still did not load. The fse reimaged the drive, synced the database, set the device to manage and credential management in remote smart service, and installed essential security against evolving threats (eset). After running diagnostics, the customer inventoried the medications and tested the station. The station is now working properly with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the device was offline on the remote support service. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.